Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. [(B)(4)].

Event description:
Reportedly, on (B)(6) 2018, intermittent atrial pacing failure was observed on the holter ECG. The subject pacemaker was programmed safer and no conduction to the ventricles occurred due to the pacing failure. It resulted in prolonged rr intervals. During the pacing system implantation procedure, the placement of the atrial lead in the right auricle was difficult and the atrial capture threshold was unstable. The observed atrial pacing failure was an expected consequence. During the follow-up conducted on (B)(6) 2018, normal atrial lead impedance was observed and the atrial capture threshold was measured at 1.0 v. No atrial pacing failure was noted during the follow-up, despite the postural changes performed by the patient. The pacemaker was reprogrammed from safer to ddd and it was decided to monitor the patient.